Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was unknown. The customer stated that they were walking around and had the insulin pump in their bra. The customer was advised to remove the battery because the alarm could not be cleared. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
Insulin pump received with an intermittent button response due to corroded keypad traces. No button error alarm noted. Insulin pump had minor scratches on lcd window and cracked reservoir tube lip.